Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device and confirmed the occurrence of the battery failed error code in the device event log. The asp replaced the litium-ion backup battery to resolve the battery failed alarm. Following the replacement of the battery, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.